Manufacturer narrative:
(B) (4). The customer's biomed evaluated the device and was able to duplicate the message once; however, after that the device seemed to be working properly. The biomed later indicated that he was unable to duplicate the reported problem. As a precaution he replaced the therapy cable and the therapy connector. After observing proper device operation through functional and performance testing the unit was placed back into service for use. The device was not returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.

Event description:
It was reported that during the daily test, when attempting to defibrillate into the test load, the device would prompt "connect electrodes". There was no patient use associated with the reported failure.